Manufacturer narrative:
The associated complaint devices were not returned. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that during the final phase of the procedure, the proximal cap did not join to nail. The indicated procedure was done, but these did not adapt properly to the nail, therefore, another cap was opened but this also failed, the patient was left without a cap. It is unknown if the problem is associated with the plugs or the nail. The patient's health condition is stable. Delay 30 minutes -1 hour reported.